Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. It was reported that an incomplete lead was returned. The outer insulation was abraded at 31.4 cm to 32.9 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.